Event description:
It was reported that intra-op, after baselines, user cords were stepped on and heard cords get yanked and grabbed computer system and held onto the cords to try to make sure that the system did not get yanked off the cart. Just after this happened, all of sseps stopped receiving stimulation. User checked all of the plugs and everything seemed plugged in properly. Then got a different stim cord and stim box and, one at at time, switched out each of boxes and cords to verify that they were not the issue. The stimulation still would not work. User tried to reset base unit next, which changed nothing. Then user tried to log out of the test and back in after had reset the base unit, with no change. Still no stimulation to sseps. User then swapped out whole base unit with other base unit, using original cords and boxes, and the stimulation worked immediately. After the case ended, user swapped base unit back in and t he stimulation immediately stopped working again. There was a self test error/electrical stimulation failure message. There was no patient impact.

Manufacturer narrative:
Product analysis found fault confirmed. Stim pcb was replaced. Also replaced connector board due to loose usb port and missing nut on stim connector. Fault was due to a failed dsp pcb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: additional analysis found that there was power supply and cable failure. Img codes have been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.